Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this boxed device could not be interrogated. Visual inspections of the lead barrels and device header were unremarkable. The device case was open and an external power supply was attached. A high current drain was observed. Analysis on the internal components found a lead switch capacitor which had a high current drain resulting in premature battery depletion.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. Multiple programmers were used with the same outcome. The product was still in initially packaging. This product was not used and was to be returned for laboratory analysis. There was no patient involvement.